Manufacturer narrative:
Cont. H.6. Health effect f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported that they are having problems sleeping, have been unwell since the device was implanted, have ¿stomach issues¿ and have an allergic reactions on the entire body, especially cleavage and neck. The patient reports their movement is restricted in the right arm, constant pain in the right arm, unable to carry out sport activities and have had infections in the right arm. The right scar hasn¿t healed for nearly 1 year, the healing process has taken very long on the right side. The patient has done physiotherapy and acupuncture which helped. They are concerned for their health and do not want their implants anymore. Later reported "capsular contracture baker grade iii, diagnosed by ultrasound and palpation." The device has been explanted. This reflects the right side.

Event description:
Patient reported right side capsular contracture baker grade IV and in the pathological findings attached, no malignancy was found, as also alcl. Device has been explanted and replaced. The following events are not device related: ¿lack of concentration¿, ¿inappetence¿, ¿problems with sight¿, ¿restriction of the arm movement¿, ¿strong allergic reactions especially on the décolleté and the neck¿ , "allergic reactions on the entire body, especially cleavage and neck, unable to carry out sport activities", ¿headache¿, and ¿malaise.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ delayed healing: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ infection(unknown onset)-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ allergic reaction/hypersensitivity: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell.

Event description:
Patient reported that they are having problems sleeping, have been unwell since the device was implanted, have ¿stomach issues¿ and have an allergic reactions on the entire body, especially cleavage and neck. The patient reports their movement is restricted in the right arm, constant pain in the right arm, unable to carry out sport activities and have had infections in the right arm. The right scar hasn¿t healed for nearly 1 year, the healing process has taken very long on the right side. The patient has done physiotherapy and acupuncture which helped. They are concerned for their health and do not want their implants anymore. Later reported "capsular contracture baker grade iii, diagnosed by ultrasound and palpation." The device has been explanted. This reflects the right side.